Event description:
Info received indicated that the head up function was not working.

Manufacturer narrative:
Tech found that the head up function was not working due to the valve being stuck. Replaced head up valve to resolve this issue.